Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plates: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal radius fracture with the guiding block in question. During the surgery, the surgeon tried to pass k-wires through 2 distal holes of a plate through the guiding block, but he couldn¿t because the k-wires interfered with the plate. The surgeon removed them from the patient, and checked them, but the k-wires would not pass through 2 distal holes of the plate. The k-wires could pass through the guiding blocks hole. The surgeon passed the k-wires through the holes without the use of the guiding block, and the surgery was continued. The surgery was completed successfully with a thirty (30) minute delay. The patient status after the procedure was stable. Concomitant devices reported: guide block for two-column plate/narrow/ 6h hd/lt (part number 03.111.501, lot 9770569, quantity 1), guide/compression/k-wires trauma (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown plates: trauma. This is report 2 of 2 for (B)(4).